Manufacturer narrative:
(B)(4).

Event description:
The pt had a bad fall resulting in a 4 month hospitalization. The pt was in a coma for some time and the implantable neurostimulator battery may not have been charged as prescribed during that time. The battery will not fully charge now. She was having a problem getting the voltage to increase at all. Stimulation therapy was not working as well. She had to take more pain medication lately. The implantable neurostimulator had not been checked since the fall. The pt planned to schedule a visit with her hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.